Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 590mm from the hub. It is noted that the break and the kinks are all consistent with excessive force having been applied to the device. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22-apr-2016. It was reported that tip damage occurred. A 20x2.25 promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure as the physician attempted to cross the lesion, the tip of the catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed hypotube break.